Manufacturer narrative:
Additional information was received indicating the also exhibited an increase in pacing threshold measurements. An invasive procedure was performed to replace this lead. The lead was capped and surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead has a pacing impedance measurement greater than 3000 ohms. The increase in pacing impedance has been a gradual change. No intervention is scheduled. Currently this lead remains implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
--